Event description:
On (B)(6) 2009, patient reported the plunger became stuck on the piston rod when he was trying to remove the empty insulin cartridge. Patient stated there were 8 units of insulin in the cartridge and some insulin spilled into the cartridge chamber. Patient reported he shook the insulin from the infusion device. Advised to dry the chamber with a cotton swab. Reviewed how to remove the insulin cartridge. Patient reported he was unable to remove the stuck plunger during the call. Advised to use backup infusion device. Sent plunger removal tool. On call back on (B)(6) 2009, patient reported he received the plunger removal tool. Was able to remove the plunger from the piston rod. Had patient complete the change the cartridge procedure on his primary infusion device. Patient completed priming the infusion set successfully. Patient reported he attached infusion set to his infusion site and placed infusion device in run mode. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.